Event description:
It was reported in a published letter to the editor that a pt developed a case of bacteremia post radiofrequency ablation (rfa) to treat gastric antral vascular actasia (gave) in a pt with concurrent cirrhosis. Per the report, the pt had had three previous rfa treatments for gave without incident. Seventeen days after the fourth rfa procedure, the pt presented to the hosp with fever and altered mental status, and bacteremia/sepsis was diagnosed. Blood cultures grew streptococcus intermedius. The pt was hospitalized, treated with IV medications and the bacteremia/sepsis resolved. It was suspected that the pt's infection was related to mucosal injury caused by rfa for gave. Infection with this bacterium has been described in patients with mucosal disruption of the gi tract. A response to the above published case in the same medical journal was provided by a physician, a consultant to the manufacturer. The physician stated "although it is entirely possible it seems unusual for endoscopic thermal therapy to result in such an adverse event more that 2 weeks after completion."the physician concluded that: "any thermal therapy has the potential to allow bacterial translocation and subsequent bacteremia; patients with cirrhosis are susceptible to infection; the efficacy and safety of rfa for gave seems optimal by using the hal090 ultra catheter to maximize coverage of treatment with the least number of ablation sessions." Attempts to contact the treating physician have not been successful to date. Since the relationship between this treatment of gave with rfa and subsequent bacteremia/sepsis is unk, this case is reported out of an abundance of caution.

Manufacturer narrative:
The event was reported in an article and therefore no device was returned, additionally, no lot number was provided so no lot history review could be performed. Should add'l info be obtained, pertinent to this event, a f/u report will be submitted. (B)(4).